Manufacturer narrative:
(B)(4).

Event description:
It was reported "system error 8,a pressure bag with hep saline burst ontothe ac3 while on the attached IV pole". Additional information states that the iabp console was swapped to continue therapy. The patient's current condition is reported as "fine".

Manufacturer narrative:
(B)(4). The reported complaint of "system error 8" is not able to be confirmed. The product was not returned for investigation. The root cause of the complaint is undetermined. No further action required at this time. The reported complaint will be monitored for any developing trends.

Event description:
It was reported "system error 8, a pressure bag with hep saline burst ontothe ac3 while on the attached IV pole". Additional information states that the iabp console was swapped to continue therapy. The patient's current condition is reported as "fine".